Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. There was no adverse impact to the customer¿s blood glucose level. A new charging cable was sent to the customer.